Event description:
This device was used during a sudden cardiac arrest of a 61 year old female. The end user reported that when the electrodes were applied the device advised to "shock" and the "shock" icon leds were illuminated. When the shock button was pressed the device did not deliver a shock.